Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on the second firing of the stomach on a sleeve gastrectomy, the staplers did not close well on the tissue, which resulted to poor staple formation and incomplete staple at the distal line. Another reload was used to complete the case. There was no patient injury.